Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The customer was performing a vascular procedure, which was delayed for a few minutes and completed by restarting the geometry. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to perform geometry movement. Upon troubleshooting, the fse identified improper communication between the swivel and tilt amc drives. After reviewing the system logs and consulting with technical support services (tss), it was identified that the cn1 connector on the tilt amc drive was not properly seated. To resolve the issue, the fse reseated the connector. The cable and connection were inspected and found to be secure and properly cable tied. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movement. No harm was reported to philips. Philips has started an investigation of this complaint.